Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to visit the emergency room due to hyperglycemia. Her blood glucose (bg) was over 200 mg/dl in the morning after breakfast. She administered a 30-unit bolus at the time, which was her last bolus dose. Later, she received a high glucose alert, the patient's bg rose to 404 mg/dl. The patient was then taken to the emergency room by her daughter, where her bg was recorded at 372 mg/dl. The pod had been worn on the leg for between 38 and 48 hours. Reported symptoms included dizziness and pain. The patient was diagnosed with a urinary tract infection (uti). She was treated with 10 units of long-acting insulin and antibiotics for the uti. The doctor also instructed the daughter to change the pod.